Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable had two opens which were discovered during bench testing, indicating an electrical failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system would not charge unless the interface (umbilical) cable was manually manipulated in the respective connector. To restore functionality, the cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system batteries displayed as critically low on the system. It was reported that the imaging system powered down less than one minute after being disconnected from the viewing station of the imaging system though the unit was fully charged. There was no patient present when this issue was identified. No additional information was provided.